Manufacturer narrative:
Communications/ interviews: the unit operated correctly after re-boot. The customer has not requested service. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation. Not returned to manufacturer.

Event description:
It was reported by the customer that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed a ¿system over temperature¿ alarm. The customer followed the ¿help¿ instructions and powered off, waited 10-15 seconds and then powered back on. This resulted in the pump rebooting and operating as expected without any alarms. The customer was advised to locate a backup pump console and switch the therapy to a backup pump. The customer stated they would. No patient harm, serious injury or adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
No additional information has been received in regards to the repair and status of the iabp. This complaint is being closed. If this information is received, the complaint will be reopened and updated accordingly and a follow up report will be submitted.